Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin flow blocked alarms, battery failed alarms, insulin pump not alarming when reservoir hits 0 units left, and cosmetic damage located on the battery compartment found on 9/7/2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked or failed battery test (battery failed) alarms noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files reveals there were no battery/power related alarms on or near (B)(6) 2021 and zero (0) no delivery (insulin flow blocked) alarms could be found. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the insulin pump. Verified the units left in the test reservoir and the units left on the display matched (25 units). Programmed and delivered a 10 unit bolus delivery. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 15-unit bolus delivery and the reservoir estimate at 0 u alarm activated (with vibrate and audio alert) properly. Device was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, battery compartment cracked at the corner of the belt clip rails, cracked select button keypad overlay, stained keypad overlay, serial number label faded, and pillowing keypad overlay. Insulin flow blocked, failed battery test (battery failed), and reservoir estimate at 0 u alarms are not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not get alarm when insulin hits. Customer stated that insulin pump was rejected new battery, had crack on body and unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.